Manufacturer narrative:
(Serial number) has been updated to unk, the serial number was determined to be invalid upon extended investigation. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that, "his freestyle libre reader got very hot and he saw smoke and then fire." There was no report of death, serious injury, or mistreatment associated with this event.